Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed pump error and unable to clear due to buttons were unresponsive. No significant events leading to keypad anomaly and pump error alarm were observed. Troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display and unresponsive keypad due to critical pump error alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. (B)(4).